Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 10 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had decreased mean arterial pressure (map) associated with low flow alarms. The patient was treated with volume; however, went into respiratory distress, and required intubation. Post intubation, map was in the mid-30s mmhg with lvad flow of 1.0 lpm. The patient was chemically coded, and the pump speed was decreased to 3000 rpm. Resuscitation efforts did not stabilize the patient, and the patient expired. It was reported that the device contribution to the patient outcome was uncertain.

Manufacturer narrative:
The report of low flow was confirmed through the analysis of the submitted system controller log files. However, no device-related issues were identified during the evaluation of the left ventricular assist system (lvas), and a direct correlation between the pump and the reported event could not conclusively be established. The device was returned assembled with the pump cable intact. The intact modular cable was returned detached from the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned secured with the fully engaged cuff lock. Examination of the device upon disassembly revealed dark red, grainy depositions of dried, coagulated blood within the proximal side of the inflow cannula, the interior of the pump cover, on the body of the rotor, and in the rotor well. These depositions were small, adhered, and lacked structure, suggesting that they developed acutely and were not likely present while the device was supporting the patient. The device was cleaned and rebuilt. The device was then attached to a mock circulatory loop and hydraulic qualification testing was performed. During this testing the system was set to varying speeds and flow targets to measure the resulting pressure and power values. The device operated as intended and in accordance with design specifications. Respiratory failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.